Event description:
A contained cuvette overflow was observed on a unicel dxc 600i instrument the instrument generated 20 "cuvette failing water blank" errors. The cuvettes overflowed with the leak contained within the instrument. No erroneous patient results were generated or reported.

Manufacturer narrative:
During a service visit, the field service engineer (fse) found a reagent bead obstructing the wash station vacuum probe #3. This caused the cuvettes to overflow and generate cuvette errors. The fse replaced the wash/vacuum probe assembly (p/n 758493) which resolved the issue. The manufacturer reference number for this event is (B)(4).